Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received a shock for noise oversensing. There was also an untreated episode. Noise could not be reproduced. The device was reprogrammed to primary vector and the patient will continue to be monitored appropriately. No adverse patient effects were reported.